Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd insyte¿ autoguard¿ shielded IV catheters experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: this is a report about foreign matter in the package. According to the customer's report, black spots were found in some packages.

Event description:
It was reported that 4 bd insyte¿ autoguard¿ shielded IV catheters experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: this is a report about foreign matter in the package. According to the customer's report, black spots were found in some packages.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation.  Bd received one unit and four photos. During the visual/microscopic examination it was observed that black specks were embedded within the needle cover, confirming your reported defect. The material was determined to be a non-foreign, burnt particulate resin. These specks are a result of material build up on the barrel/screw breaking free during the molding process. Molds are purged between lots to reduce buildup and mitigate the occurrence of this defect; however, one lot can sometimes take up to ten days to produce and buildup can occur. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.